Event description:
Provider alleges the consumer was using the scooter at walmart, dismounted off the scooter to reach for a cabbage and held on to the scooter with one hand for stability and the steering column of the scooter allegedly came completely off the unit allegedly causing the consumer to fall.

Manufacturer narrative:
Test drove unit. All functions perform like they should. The tiller works good and is fastened tightly.

Event description:
Provider alleges the consumer was using the scooter at walmart, dismounted off the scooter to reach for a cabbage and held on to the scooter with one hand for stability and the steering column of the scooter allegedly came completely off the unit allegedly causing the consumer to fall.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.